Manufacturer narrative:
(B)(4). Concomitant medical products: g7 osseoti 3 hole shell 50mm d item# 110010243 lot# 65346043; g7 vit e neutral lnr 36mm d item# 30103604 lot# 65338039; bone screw self-tapping 6.5 mm dia. 30 mm length item# 00625006530 lot# j7263653; bone screw self-tapping 6.5 mm dia. 30 mm length item# 00625006530 lot# j7263667; biolox delta, ceramic femoral head, s, 36/-3.5, taper 12/14 item# 00877503601 lot# 3111466; cable cerclage cable with crimp 1.8 mm dia. 635 mm length item# 00223200418 lot# 64927345. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the femur fractured while implanting cone stem. Cables were used to fix the fracture intraoperatively. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed under the current manufacturer as the concerned product is not zimmer switzerland manufacturing gmbh design control. The event will be further reported by zimmer inc. Given this information, this medwatch will be voided.

Event description:
The device previously reported on this medwatch is not related to the reported event.